Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the por was determined as they stated a "procedure was performed that may have caused it". They will have an appointment with the surgeon and the manufacturer representative (rep). The issue was not yet resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about a year or more ago noticed a return of symptoms, however also said that has irritable bowel. They requested assistance in connecting to implant as would like to make an adjustment. With instruction patient connected to implant however received the message: data lost: internal device as lost all data, call clinician. When asked, patient said that had a colonoscopy a year ago and the surgeon called the manufacturer beforehand. They also said that about a year ago had a procedure for afib to implant something called "watchman" however that was not successful. When asked, patient said that hasn't connected to implant since shortly after received the implant. Reviewed meaning of message with patient. The patient was redirected to their healthcare provider to further address the issue. On 2024-jan-23 additional information was received from a manufacturer representative (rep). The rep reported that they would reach out to the patient to see if they could help.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.